Event description:
The customer reported the system displayed uninterpretable images. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The faulty part has been ordered for customer replacement. No additional repairs have been disclosed.